Manufacturer narrative:
The complaint is not confirmed.

Event description:
On 01/12/2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device was damaged. The issue was resolved upon swapping out the pump for a different one. There was no negative patient outcome. The pumps lever seemed to be broken where it latched on top of the outflow tubing. The case took place on 01/12/22. This was discovered during use with no impact to the patient.